Event description:
New information received notes that the patient was visited for a device check on (B)(6) 2019. Noise was not reproducible with isometrics. No programming changes were made at the time. The patient was stable and will continue to be monitored remotely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via a merlin at home transmission showing non-sustained right ventricular oversensing episodes due to possible myopotential oversensing. The patient is pacer dependent but was asymptomatic to the oversensing episodes. Programming changes were discussed. No intervention was reported. The patient was stable and will continue to be monitored.